Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user has high glucose value. (B)(4). Note: manufacturer contacted customer on 3/16/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer conditioned has improved. He was admitted to (B)(6) hospital as of (B)(6) 2017 and the diagnosis from paramedics was hyperglycemia with a blood glucose of 687mg/dl. He was treated with insulin via IV. As of (B)(6) 2017 customer is still in the hospital.

Event description:
Consumer reported complaint for e-5 and hi accompanied by symptoms. Dad, is calling on behalf of the customer. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is undisclosed. The customer feels sick and is unconscious. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer called because he was getting e-5 and hi; customer stated that son was feeling sick and unconscious.customer feels physically sick and customer's father was giving him insulin without knowing what blood glucose was. Customer hung up the phone several times and 911 was called.